Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. For three weeks, the patient obtained elevated blood glucose readings on the reported meter such as 140 mg/dl, 200 mg/dl and "300's mg/dl'. Based on these readings, the patient took two to three times his prescribed dose of the oral diabetes medication metformin. On (B)(6) 2010 at 11:00 am, the patient passed out while at work, and he also experienced the symptoms of numb lips and tongue. Emergency services were contacted. Paramedics arrived and tested the patient's blood glucose level to be 24 mg/dl using their meter. The patient was treated intravenously with fluids and transported to the emergency room. The patient's blood glucose level was 160 mg/dl upon discharge. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he took increased doses of metformin based on multiple elevated meter readings, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that therapy had stopped working in (B)(6) 2010, and the lead was revised approximately 3 months later. It was noted that therapy worked well on (B)(6) 2010 through most of (B)(6) 2010. In (B)(6) 2010, therapeutic benefit was lost again, and pain was experienced in the pts tailbone, which was similar to the sensation that was felt in (B)(6) 2010. It was indicated that only 2 or 3 of the pt's electrodes were working.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.